Event description:
A 26 mm diameter x 15 mm diameter x 16.5 cm length aneurx bifurcated stent graft with xpedient delivery system and its components were implanted in patient for endovascular treatment of an abdominal aortic aneurysm in 2003. Aneurysm and vessel morphology are unknown. It was reported that the patient came back to the hospital with a fever and was reported to have bacteremia due to infection of coils that were placed in a hypopgastric artery to occlude an iliac aneurysm. It was reported that there was a very remote chance that the aneurysm was infected. The pt was treated with antibiotics and sent home. The patient was to remain on antibiotics for 6 weeks. No clinical sequelae were reported, and the patient's condition will be closely monitored.